Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Positioning issues were noted. The impella 5.5 was initially pointed towards the mitral valve. The device was able to be turned. Echocardiogram found that the device was about 4.5-5 centimeters from the aortic valve. Positioning was deeper which caused the patient to experience ectopy. Later, there was an impella in aorta alarm. The pump was in the aorta just past the valve. The decision was made to explant the device and the patients outcome was stable.